Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the primary tubing had snapped off at one of the connection sites. Pump alarmed air in line. Drug did not start. Tubing removed and confirmed with pharmacy that drug was still intact and able to be administered. New primary tubing obtained.

Manufacturer narrative:
The customer reported tubing had snapped off, and returned two used samples of material unknown, lot unknown. The customer reported the material was 2278-0500, but the sample returned was a different material #. Upon initial visual examination, the set verified the complaint of separation from the smart site (ysite). The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by updating the standard work instruction on jan. 20th, 2026. The update assigns responsibility to the assembler to verify the correct functioning of the solvent dispenser after cleaning and bushing changes.